Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to a lack of sample. However, based on investigation information, the cause was determined as air in the line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm occurred on home choice (hc) during use initial drain. The nurse(rn) stated that there was air in the line. The baxter technical representative (tsr) explained that the rn will need to end therapy and start over with new supplies, making sure that the patient line was fully primed before connecting the home patient (hp) . The tsr then walked the rn through ending therapy procedure. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.